Event description:
The unit was dispositioned on 8/7/1998 for service with a service tag that stated: possible malfunction to be bench checked. User facility maintenance department checked the unit on 8/10/1998 and reported: "would not shock at 360j x 2 attempts. Pm - fail."